Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator cover attachment. System operates as intended.

Event description:
Customer reported part of the amplifier fell on the surgeon. No injury was reported to the surgeon or patient.